Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused headaches and a stroke. There is no report of the medical intervention that the patient has received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused headaches and a stroke. There is no report of the medical intervention that the patient has received. In the previous report b2, h7, and h9 were omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.